Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas and alleged a damage display issue. There was no allegation of an adverse event. This complaint is being reported as the issue may result in under or over delivery of insulin if the user can't read the screen safely.